Event description:
Additional information received notes that the right ventricular lead was exhibiting oversensing of noise during in clinic follow up. The patient was stable and asymptomatic. The lead will continue to be monitored.

Event description:
It was reported during right ventricular lead exhibited noise. Further information was requested, but not yet available.